Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on (B)(6), 2024, at the time the specialist was placing the screws, the self-tap screw of 1.5 broke (was beheaded). It was very difficult to remove the screw and took out of square what surgeon had already reduced in the fracture because this novelty also fractured the bone where the screw was to be implanted. This also caused a considerable delay in the surgery, about an hour and a half, but finally the screw fragment could be removed from the patient. The surgery was completed successfully, although affecting the patient by the addition in the surgical times. This report is for one (1) ti matrixmidface screw self-tapping 6mm this is report 1 of 1 for complaint (B)(4).